Manufacturer narrative:
Pt required an add'l dialysis treatment the next day to remove the retained fluid. According to facility's clinic admin, several other pts have dialyzed on this machine without experiencing any fluid removal problems. During the week of 17 april, the facility's biomedical tech contacted gambro technical assistance svc group, who suggested flowmeters replacement. He changed and recalibrated d1/d2 flowmeters and recalibrated p2 pump. He verified that the machine met MFR's specs for ultrafiltration accuracy and returned the machine to the clinical treatment area. Since april 23, 2006 there have been no reports of problems with this machine. A clinical investigation is ongoing.